Manufacturer narrative:
The returned device was received and evaluated/analyzed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pd-cannula assembly- (twist, bent, kinked): the cause was most likely patient condition related since the clinical team confirmed the patient had difficult anatomy of vasculature (severe tortuosity) & excessive force was applied while advancing of the pump. Failure to advance: the cause of failure to advance was due to catheter/cannula being kinked most likely due to patient condition since the clinical team confirmed the patient had difficult anatomy of vasculature (severe tortuosity). H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D4 unique device identifier was updated, corrected.

Event description:
Clinical rationale: an impella 5.5 device was inserted via the right axillary artery in a 75-year-old male patient presenting with post-cardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos), scai shock stage e, with a history of prior coronary artery bypass grafting (CABG) and known coronary artery disease (cad). The care team was unable to advance the impella 5.5 into the ascending aorta despite multiple attempts and repositioning of the right upper extremity. The impella shaft repeatedly bent at the motor housing unit, preventing further progression. A contributing factor was severe tortuosity. The decision was made to remove the 5.5 and place an impella cp in the right subclavian/axillary access site instead. The patient survived to explant.the reported events include failure to advance, product damage, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
Corrected information has been provided in d4 serial number. Corrected information has been provided in e4 reporter also sent report to FDA. Corrected information has been provided in h3 device was evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of pd-cannula assembly- (twist, bent, kinked) was most likely patient condition related since the clinical team confirmed the patient had difficult anatomy of vasculature (severe tortuosity) & excessive force was applied while advancing of the pump. The cause of failure to advance was due to catheter/cannula being kinked most likely due to patient condition since the clinical team confirmed the patient had difficult anatomy of vasculature (severe tortuosity).